Manufacturer narrative:
Investigation findings: items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging were not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformance's. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): please refer to the japanese IFU for precautions, warnings, and further information. The following is taken from the english version: potential complications. Potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, vascular thrombosis and neurological deficits including stroke and death. Warnings: never advance or withdraw a device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. When injecting contrast for angiography, ensure the catheter is not kinked or occluded. Do not exceed 300 psi maximum recommended infusion pressure. Excess pressure may result in catheter damage or patient injury. Steam shaping may result in improper device delivery and deployment, depending on the degree of shaping and catheter deflection during device delivery. Using the via microcatheter with guide catheters smaller than what is recommended (see compatability table above) may result in damaging the hydrophilic coating. Precautions: the via microcatheter has a lubricious hydrophilic coating on the outside of the catheter. It must be kept hydrated in order to be lubricious. This can be accomplished by attaching a y-connector to a continuous saline drip. The operator should be aware that microcatheters, in distal blood vessels, may increase the risk of thromboemboli. Procedure: catheterization of the lesion: 5. Prepare an appropriately sized guidewire and insert into the microcatheter per the manufacturer¿s instructions. 6. Introduce the guidewire and microcatheter as a unit into the guiding catheter until the distal tip of the guide catheter has been reached. Alternatively advance the guidewire and microcatheter until the desired site has been reached. Verify catheter position using fluoroscopy. 7. After the microcatheter has been positioned inside the lesion, remove the guidewire. 8. Flush the ID of the microcatheter with sterile flush solution by attaching a syringe to the catheter hub: 9. Attach a second rhv to the hub of the microcatheter. Attach a one-way stopcock to the sidearm of the second rhv and connect the flush solution line to the stopcock. 10. Open the stopcock to allow flush through the microcatheter with sterile flush solution. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported the patient was being treated for cerebral artery aneurysm. The aneurysm was located in m1 of the rate mca and the axis of the aneurysm was slightly off-axis from m1, but the inclination of the aneurysm was about 60-70 degrees to m1. During deployment of the web in the aneurysm, a via 21 catheter was advanced while the web was being deployed by unsheathing from the seed state, and the via appeared to have slightly penetrated the arterial wall on the monitor, but placement of the web was continued. A perforation hole was noted at the apex of the aneurysm on the back of the neck side, which appeared to be about the same size as the via. The web was positioned in the sprout state and deployed in an ideal location. After deployment, angiography was performed for confirmation and extravasation was noted. In this case, the web did not sufficiently cover the perforation hole, which in turn, may not have achieved hemostasis. Hemostasis was achieved with a scepter, which was on standby in m2. Protamine was also administered to counteract the effects of heparin. It was confirmed the bleeding was seen coming from the hole perforation, confirmed by angiography after deployment of the web. After 5 minutes of hemostasis, angiography was repeatedly performed 4 times, but no hemostasis was noted, and the procedure was changed to the craniotomy for aneurysm clipping. The patient was transferred from the cath lab to the operating room with hemostasis maintained by inflating the scepter. Clipping was performed and the procedure was successfully completed. Clopidogrel also given. The patient's current status is in level 3 on the japan coma scale; #3 being within 1-digit codes meaning awake without needing stimulation. Device was discarded.